Event description:
On june 29, 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter was set to the incorrect calibration code number. The med affairs spec. (Mas) contacted the pt to obtain and verify info; however was unable to reach her by telephone. On july 6, 2006, the mas mailed a letter requesting the pt contact med affairs. In 2006, the pt obtained the blood glucose reading of 231 mg/dl on the reporter meter. The pt noted the meter was not programmed for the correct calibration code number, and she did not know how to set it. At that time, the pt was experiencing no symptoms of high or low blood glucose levels. Based on the meter reading, the pt admin self-care by taking 15 units humulin n insulin. At an unspecified time later, the pt passed out in the shower. The pt was taken to the emergency room, where at 8:00 pm her blood glucose level was tested to be 33 mg/dl. The pt was treated with an oral diabetes medication. It is unclear why the pt received an oral medication while hypoglycemic.the pt was admitted to the hosp. It would have been helpful to determine how long after the insulin injection, the pt passed out. If her blood glucose level was tested while she was passed out, to confirm her treatment in the emergency room, her admitting diagnosis, what meals and medications had been taken prior to the event, the pt's blood glucose readings from earlier in the day, her medication regimen, and if emergency svs were contacted. The customer care advocate (cca) determined during the troubleshooting telephone call, the meter was not programmed for the correct calibration code number for the test strips in use. The cca was able to successfully talk the pt through resetting the correct calibration code number on the meter. The calibration code number issue was resolved with troubleshooting. The meter, test strips and control solution were replaced. Although the pt had not programmed the reported meter for the correct calibration code number, she became hypoglycemic sometime after taking insulin and obtaining an elevated meter reading. The pt passed out, and required med attention, treatment and admissin to the hosp. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.